Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the infection was greater than one year post operative and therefore not likely procedure related.

Event description:
It was reported that patient underwent left total knee arthroplasty on (b)(46 2003. A revision procedure has been indicated due to an unknown reason; whereby a custom left knee oss, orthopedic salvage system, tibia baseplate has been ordered to go over a currently implanted distal stem. No revision has been reported or scheduled to date.